Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: primary operative notes were provided which were unremarkable, besides noticing some trochanter on pelvis impingement during the first trial of components, which resulted in utilizing an extended neck offset. Add'l details about the pt's rash (appearance, surface area, date of onset, etc.) Were not provided. The pt was prescribed dilaudid for pain management which may cause side effects including hives, flushing, and itching. Dermatologic side effects including rashes and systemic contact dermatitis have been reported rarely from the use of dilaudid. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt experienced a rash after surgery. It is also reported that the pt is experiencing pain and loosening.